Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead implant procedure, one of the lead contacts came off the lead and was stuck in the patient. Patient had severe scoliosis and therefore deemed to remove the lead. The lead was removed and not implanted. Patient was stable.